Event description:
Boston scientific received information that this right ventricular (rv) lead's pin was separated from the outside silicone upon removing the lead from the header. The physician opted to put in a new rv lead as the patient is dependent. There was no report of pacing inhibition. This rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.